Event description:
It was reported that the patient went to the emergency room on (B)(6) 2015 for issues at their incision site. The patient was diagnosed with an early infection and given antibiotics. No outcome was reported regarding this event. Further follow-up is being conducted to obtain this information. If additional information is received, a follow-up report will be sent.

Manufacturer narrative:
Concomitant medical product: product ID: neu_unknown_lead, serial# unknown, product type: lead. (B)(4).